Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support and successfully reset the pump, which resolved the issue without the error code appearing again.